Manufacturer narrative:
The fsr replaced the cable. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device the electronic patient gas system (epgs) to network interface card (nic) board cable assembly had damaged pins. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.